Manufacturer narrative:
Section d1: brand name corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the site did not observe a broken pin in the mpu patient cable prior to using the unit.

Event description:
It was reported that ventricular assist device (vad) coordinator tried to use patient's mobile power unit (mpu) for the first time and the white cable was malfunctioning. Connections were retried, and pins were inspected but no physical defect could be detected. The patient had black cable connected one battery and white cable connected to the mpu, but it beeped as if not connected. The vad coordinator then put the patient back to batteries and tried the black cable to the mpu. The black cable was working. It seemed the white cable was not working.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical alarms occurring on the white power lead while connected to the mobile power unit (mpu) was confirmed via analysis of the returned mpu. Visual inspection of the returned mpu (serial number: (B)(6)) revealed that the pin associated with the relative state of charge (rsoc) signal in the patient cable¿s white connector was broken. Damage to this pin would prevent the system controller¿s white power lead from properly connecting to the mpu patient cable connector and would prevent the system controller from being unable to detect the rsoc signal on the white power lead, resulting in the reported event. The returned mpu was connected to a test system controller and a mock circulatory loop, and an atypical power cable disconnect alarm activated on the white power lead, which is consistent with the damage to the rsoc pin. The issue resolved after exchanging the damaged patient cable with a known working patient cable. The damage to the mpu patient cable did not affect the unit¿s ability to support the test system controller during testing. A manufacturing analysis task was completed to further investigate the issue of the broken pin in the mpu patient cable connector. Per the analysis, the root cause of the damaged pin could not be attributed to a manufacturing issue. Review of the device history records revealed that the mpu passed all relevant testing steps that would have identified a damaged pin. No further actions are recommended at this time. Reoccurrences of this issue will be monitored. The reported event was determined to due to the damaged pin in the mpu patient cable's white connector; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 15dec2024. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including power cable disconnect alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their mobile power unit (mpu). Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their mpu patient cable ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.